Manufacturer narrative:
(B)(4).

Event description:
This device was explanted and replaced because there was noise on the ra and rv leads. The patient was non-compliant and was welding and doing other things that the physician advised against. The patient went to the ER for inappropriate shocks and while he was there the device started shocking him again. The hospital called for code because the patient was in vf and ended up externally fibrillating the patient. In doing that, this device was fried. The hospital has the device at this time. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated, confirming the clinical observation. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electronic module, the analysis revealed that the fuse separating the battery from the electronic module as well as an integrated circuit was damaged, most probably due to the reported external cardioversion. As a result of the damaged electronic module the device could not be interrogated properly. Based on the information available for analysis, no conclusions could be drawn regarding the root cause of the reported noise in the ra and rv channels. However, the integrity of the leads cannot be assured. In a next step, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.